Manufacturer narrative:
This medwatch report is both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : during use. Needle injury: no. Other treatment: no. Were the returned items used? : yes. If used, was anything adhered to it? : no. Returned quantity: (B)(4) recovered. Details of the event (timeline, history, etc.): during use, the needle cap broke when attempting to remove it. Batch #: unknown. (B)(6)2025. Additional information. From the original report in japanese, it is ¿needle shield (with the needle inside) separated from the hub¿ when trying just removing the needle shield.